Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Event occurred in (B)(6) 2011. No further details have been provided to date; however additional information has been requested. Upon receipt of additional information a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a gastric bypass procedure, the bowel was perforated at the jejunum. It is unknown how the bowel was repaired. The patient expired however it is unknown when the patient expired. The device was discarded. The surgeon is unaware if the trocar caused the injury.